Event description:
Customer reported, he went swimming with his insulin pump and now the buttons aren't working correctly. Customer tried to bolus and noticed the keypad anomaly. Customer's blood glucose is 175 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. All the buttons did function properly. However, moisture damage was noted on keypad traces. No moisture damage noted on the electronic assembly.